Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise, inhibition of pacing leading to inappropriate mode switch, and lead fracture were noted on the right atrial and right ventricular leads. The system was explanted on (B)(6) 2019 and replaced on (B)(6) 2019. Related manufacturer report: 2017865-2020-00812.